Manufacturer narrative:
Patient identifier, weight is not provided for reporting. Additional device product code: hwc. UDI number: (B)(4). Implant and explant dates: device broke intra-operatively; as such not considered fully implanted or explanted. Device is not expected to be returned for manufacturer review/investigation. Initial reporter phone number: (B)(6). A device history record review was performed on part # 404.018s, lot # l14656. Manufacturing location: (B)(4), manufacturing date: 29.sep.2016 expiry date: 01.sep.2026. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Raw material an screw head recess manufactured in the us: non-sterile article 404.018.999 / h147012. A device history record review was performed on non-sterile part # 404.018.999, lot # h147012 (3.6mm ti screw blank 18mm 03.5 cortex screw w/2.5mm hex. Quantity 1000): manufacturing location: (B)(4), manufacturing date: release to bp 55 on 04-aug-2016. Components parts, raw material lot 7893164 was received from (B)(4) reviewed. (B)(4) lot h21768 was reviewed for certification. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery performed on (B)(6) 2017 for radius diaphysis fracture, when the surgeon tried to insert a dynamic compression plate with cortex screw, the plate warped. So when he attempted to extract a cortex screw, the screw head broke. The broken screw remained inside the patient¿s body. The surgeon will extract it whenever he removes the plate. The surgeon commented that the bone was very hard. There was no surgical prolongation reported. There is no information available about patient and surgical outcome. This report is for one (1) 3.5mm ti cortex screw 18mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional device product code is kwq. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.